Event description:
It was reported that the scale was giving an inaccurate reading due to not being zeroed properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.